Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. The foreign material could not be identified. Therefore, a root cause could not be established. The event can be detected and prevented by handling the device in accordance with the instructions for use which state: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope air duct was tight. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: scope had foreign materials in the following sections (air/water cylinder and tube, nozzle). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, the evaluation found the customer's allegation was confirmed. Also, evaluation found the following: scope cylinder had no color. Due to clogging of the nozzle, no water was fed. Due to clogging of nozzle, no air was fed. The bending section cover had a cut. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.